Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist sleeve of transfer set was broken. This occurred after use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with a minicap on the dark blue connector and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The mini cap received with the complaint sample was used during leak testing. Visual inspection and functional testing were performed with no issues. .the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.